Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that episodes of non-sustained ventricular tachycardia were not record. Upon review, it was observed the previous episodes had not been cleared and programming prevented these types of episodes from overwriting the older episodes. It was recommended the stored electrocardiograms be cleared.